Event description:
Sample.

Manufacturer narrative:
One sample was received and tested by our quality team with the customer's complaint of lid issues. The lid was locked upon receipt and the complaint could not be verified. The root cause of this issue is unknown and the device is functioning as intended.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps collector lid will not shut. The following information was received by the initial reporter with the following verbatim. This is a complaint about the temporary lid won't close during use.

Event description:
Sample.

Manufacturer narrative:
One sample was received and tested by our quality team with the customer's complaint of lid issues. The lid was locked upon receipt and the complaint could not be verified. The root cause of this issue is unknown and the device is functioning as intended. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.